Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral insufficiency. However, it was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.

Event description:
The customer reported the system is not tracking. No pt injury was reported.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a variceal banding in the esophagus, performed on (B)(6), 2009 (patients age is unknown, however it has been reported as the patient is over (B)(6); patient gender and weight are unknown). According to the complainant, during the procedure, when they went to deploy a band the device misfired. The patient was re scoped and the case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as no complications.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.